Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported since about three days prior to the report, the recharger was not charging. On the day of the report, the programmer was giving poor communication. A week prior to thereport, the patient was able to recharger. During the call, the recharger screen went blank. It was noted the connector pin may have been loose. The patient could recharge the charger and then try to charge the implantable neurostimulator (ins). Neither the implantable neurostimulator recharger (insr) nor patient programmer would communicate with the implant. The patient had surgery for another issue, had turned the implant off, and since that time, no devices would communicate or control her implant. The patient was informed to see her doctor. Later, the manufacturer's representative (rep) reported the recharger connector pin was broken. No out of box failures were reported. There were no symptoms reported. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.